Manufacturer narrative:
Internal complaint reference case-(B)(4). Note: 5 different lot numbers were provided that were used on the patient: (2109170, 2108283, 2085446, unknown, 2088620) since its currently unknown which device caused and its related to the popped knee, it will be left as unknown while more information is regarded. This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after an acl reconstruction for a bucket handle tear, performed on (B)(6) 2023, in which a fast-fix device flex device was used, the patient's left knee popped out of place frequently, which caused pain and struggle with weight bearing. The patient was indicated to use a leg brace for support for one week. Furthermore, the issue is being resolved with physical therapy and medication as well. Patient is currently recovering.

Manufacturer narrative:
Corrected data: this complaint has been re-evaluated by our firm and determined to be non-reportable pursuant to 21cfr803. The adverse event was inadvertently classified as a serious injury. The details provided by the study manager indicate that this event does not meet the definition of a serious injury considering that: (1) the severity of the event was classified as mild, (2) no medical or surgical intervention was required to prevent life threatening illness or injury or permanent impairment to a body structure or body function, (3) no in-patient or prolonged hospitalization was necessary and (4) no permanent impairment of a body structure or body function, including chronic diseases, was reported to occur. As a result, we respectfully request to disregard the previous report submitted on 26-nov-2024 (reference number: (B)(4).